Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with false air detected message which is related to air in line printed circuit board (ail pcb) calibration. According to the hospital representative, no patient injury of medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
The facility reported false air detected message. Evaluation summary:during product evaluation, air in line printed circuit board (ail pcb) needs calibration was observed. Calibrated the ail pcb. The pump was tested for proper operation and pump found to function properly.